Manufacturer narrative:
On 05/19/2026, tech went out to evaluate the unit. Took pictures of the unit in the doorway. There is nothing wrong with the unit. Unit is working properly. Unit is too big for the consumer's home.

Event description:
Consumer alleges her caregiver (B)(6) has to have hernia surgery as he allegedly injured himself varying to get chair into doorway. Consumer states she has a 32" width doorway and caregiver can't get into doorway.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges her caregiver (james gaitens) has to have hernia surgery as he allegedly injured himself varying to get chair into doorway. Consumer states she has a 32" width doorway and caregiver can't get into doorway.